Event description:
It was reported that two (2) large volume infusors would not prime. This was further described as ¿the nursing staff stated that they waited a long time for 1st drop, so they tested another device and it took a little while too¿. The reporter stated the infusor was filled with flucloxacillin 8000mg in sodium chloride 0.9%, in 240ml total volume. This issue was identified at the hospital during setup and preparation prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Initial reporter address: (B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was added to h3, h4, h6 and h10: h4: the device was manufactured from july 1, 2021 - july 2, 2021. H10: the two (2) devices were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. After the luer cap was removed, evidence of continuous flow was visually observed at the distal luer. A functional flow rate test was performed, and the flow rate was found to be within the product specification range. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.